Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned sds-ctp-spk syringe, lot # 8537339. Visual examination found excessive material extending from the syringe plunger tip. The excessive material was connected to the syringe tip, identified as molding flash and measured 3mm by 2mm. Our investigation determined that the particle noted in the syringe occurred during the supplier's manufacturing process and was not detected upon receipt of the syringe from the supplier. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million.

Event description:
The site reported the following: a foreign particle was detected inside of the CT syringe. The particle appeared to be black plastic on the tip of the plunger.